Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware that a user of the dreamstation auto CPAP alleging difficulty breathing/short of breath, device blowing hot air, and it makes her mouth very dry. The patient also stated that the device is not working and giving off a burning odor/ strange odor. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.